Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the sensor values were stuck and not progressing any further on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. No injury or medical intervention was reported.